Event description:
A caller reported a malfunction on their pump, identified by the malfunction code 12. There was no adverse impact on the customer's blood glucose level. Prior to contacting technical support, the customer successfully reset the pump, and no further issues occurred with the same malfunction code. Technical support advised the customer to continue using the pump and to contact them again if the malfunction recurred, which the caller acknowledged and understood.